Manufacturer narrative:
Batch review performed on 12 september 2018. Lot 171349: (B)(4) items manufactured and released on 27 march 2017. Expiration date: 2022-03-07, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to infection, 2 months after primary surgery. This is the second revision for this patient due to infection. The surgeon washed out the knee and swapped the poly.